Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of almost 400 mg/dl. The customer was treated with the 2 to 3 intravenous injection and nausea medicine. Customer was in auto mode at the time of the call. The insulin pump will not be returned for analysis.